Event description:
It was reported that during the generator replacement, the physician was pulling the lead out of the device and the lead body insulation near the pin separated. The physician repaired the lead with medical adhesive and anchoring sleeves. The lead tested fine through the analyzer and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).